Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia overnight with blood glucose in the 50s for approximately four hours, with no alerts or alarms noted, and the event followed a premature meal announcement without timely food intake; the user self-treated with oral carbohydrates and received troubleshooting and education on avoiding meal announcements while low and on treating lows prior to dosing. Symptoms included sweating and feeling uncomfortable. Outcomes included return to glucose range without need for assistance, back-up therapy administration support, professional medical intervention, or hospitalization. Investigation included review of user-reported event details and product-use education. Investigation of this case revealed user-related factors consistent with early adaptation to automated insulin delivery and premature meal announcement contributing to the hypoglycemic episode. It was concluded that the cause of the hypoglycemia was unclear, with contributing use factors identified and education provided.